Event description:
The customer reported that the system displayed an intermittent overload fault error message and they had to reboot the system several times. This error message causes the system to shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was replaced, and a filament calibration was performed. The system was then found to be operating as intended.